Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: v18/300, sheath: 6f terumo destination introducer. The device was not returned for evaluation. Obtaining the device may have further aided the analysis however, factors that can contribute to a leak on the device include, but are not limited to, manufacturing, inflation technique, a loose connection, interactions with accessory devices and/or catheter damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak on the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 50% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid right femoral artery. Leaking at the connection between the catheter shaft and the hub was noticed on a 5x80mm armada 18 balloon catheter when inflated to 4 atmospheres. The pressure was regulated and the procedure was successfully completed with the same balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.